Event description:
It was reported the patient was pacing at 62 beats per minute and device did not interrogate. Used another programmer and again, unable to communicate with device. Patient had been seen in (B) (6) with 6 years noted to be left on the device. It was recommended the device be replaced. Despite numerous follow up attempts, unable to verify if device replaced yet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.